Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from china that a valve-in-valve intervention was attempted for a 79-y-o patient with this valve model 7300tfx27 implanted in mitral position, after an implant duration of at least 5 years due to calcific degeneration. However, due to the patient's anatomy, the atrial septum could not be successfully punctured. Multiple attempts over approximately 3 hours using a standard puncture needle sheath and an adjustable curved puncture needle sheath were unsuccessful, and subsequent use of an electrocautery device also failed. The procedure was therefore terminated. The patient was reported to be stable post procedure and returned to the ward. Reportedly, this patient was transferred to another hospital to receive treatment and no further information regarding the event was made available.